Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer's biomedical engineer was able to make a good connection of the speaker and the primary alarmed failed error cleared, but the motor controller (mc) board was replaced as that connection was compromised. The flow sensor was also replaced to address the reported problem.

Event description:
The customer reported that during servicing the unit alarmed with a primary alarmed failed error and the unit also failed performance verification test (pvt). Reportedly, the air flow was out of spec. The customer reported that the unit was not in use on patient.